Manufacturer narrative:
(B)(4).

Event description:
It was reported "patient with a known chlorhexidine allergy was given a agb+ catheter by mistake vs a non-agb+ cvc. Clinical staff did not double check which catheter they were using for procedure and patient had reaction." Additional information reports the patient experienced hypotension and hypersensitivity. It was reported "the patient was transferred to the intensive care unit on low-dose epinephrine. During his stay he developed hematochezia which was resolved after a couple of days. He is back on dialysis and receiving routine follow ups with a plan for extensive allergy testing prior to rescheduling the transplant surgery." The patient's current condition is reported as "unknown".

Event description:
It was reported "patient with a known chlorhexidine allergy was given a agb+ catheter by mistake vs a non-agb+ cvc. Clinical staff did not double check which catheter they were using for procedure and patient had reaction." Additional information reports the patient experienced hypotension and hypersensitivity. It was reported "the patient was transferred to the intensive care unit on low-dose epinephrine. During his stay he developed hematochezia which was resolved after a couple of days.he is back on dialysis and receiving routine follow ups with a plan for extensive allergy testing prior to rescheduling the transplant surgery." The patient's current condition is reported as "unknown".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "contraindications: the arrowg+ard blue plus antimicrobial catheter is contraindicated for patients with known hypersensitivity to chlorhexidine, silver sulfadiazine and/or sulfa drugs. Read all package insert warnings, precautions and instructions prior to use. Failure to do so may result in severe patient injury or death." The complaint was able to be confirmed based on the customer description of the reported event. Per the customer, "patient with a known chlorhexidine allergy was given a agb+ catheter by mistake vs a non-agb+ cvc. Clinical staff did not double check which catheter they were using for procedure and patient had reaction.". The IFU provided with kit states, "read all package insert warnings , precautions and instructions prior to use. Failure to do so may result in severe patient injury or death.". Therefore, based on the customer provided information, the complaint is confirmed and unintentional use error caused this event. Teleflex will continue to monitor and trend for reports of this nature.